Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.

Event description:
In early 2009, the lay-user/pt contacted lifescan (lfs) canada alleging that the onetouch utlra meter is giving inaccurate high readings at certain times and erratic readings other times because he is not able to code the subject meter accordingly. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on jan 22, 2009. The pt tests his blood glucose once per day when his blood glucose is within the normal range. However, when his blood glucose is high, he tests his blood glucose before and after each meal. The pt controls his diabetes with pills for his diabetes. The pt indicated that the subject meter has been miscoded since 2008. The inaccurate high issue began during the following month. On one occasion (morning time of unspecified date), the pt obtained blood glucose readings of "9.1 mmol/l" on the subject meter. Within 2 hours of eating and taking his medication, the pt developed low symptoms described as "shaky." The pt administered self- treatment with food/drink. The symptom lasted approximately 40 mins. Reportedly, the pt did not test his blood glucose when he experienced the aforementioned symptom. The pt also reported elevated readings of "approx 13 mmol/l and others" on the subject meter at unspecified date and time. The pt noted that he takes his medication regardless of what his blood glucose readings are. The pt feels that the subject meter has been giving him higher readings than normal in the morning. The patient did not test on any other meter. The pt indicated that he does not know how his symptom of feeling shaky could have been prevented at the time of concern but thinks that not eating on time or not eating enough could have caused the symptoms. This complaint is being reported because the pt claimed he had symptom that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.